Event description:
It was reported that, ¿pt presented with medial knee pain. Surgeon proceeded to soft tissue release and placement of 11mm cr insert. No other info per hospital protocol. Pt done elsewhere.¿

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.